Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors were giving inaccurate readings. The customer's blood glucose was 294 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 60 mg/dl and sensor glucose was 295 mg/dl with one of the sensors. The sensor will not be returned for analysis.